Event description:
Customer reported a weak d positive patient sample reacted negative with abd/rev gel card lot 100113037-67 but reacted 3+ positive with an alternative lot of abd/rev gel card and abd/abd gel card. The patient sample had a previous history of weak d positive. The sample was tested on (B)(6) 2014 and reacted negative with lot 100113037-67. The customer, being aware of the previous history, tested with an alternative abd/rev gel card lot. A 3+reaction was observed in the anti-d well. The sample was then tested with abd/abd gel card and with tube reagents. A 3+ reaction was obtained in the anti-d well of the abd/abd card and 1+ weak d positive in tube testing. No other concerns with any other testing or reagents. All qc was acceptable on day of use. Storage as per IFU and visual appearance before use is normal. No erroneous results reported. No transfusions were delayed because of this concern.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Actual gel card was not available to be sent to ocd for further investigation. (B)(4).